Event description:
Procedure type: low anterior resection. According to the reporter: magazine broke off on the bottom where connected with idrive. There was no bleeding reported in excess of 500cc. There was no unanticipated tissue loss; the case was not extended by more than 30 minutes. No reinforcement material was used.

Manufacturer narrative:
(B)(4).